Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09061- device 13 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set tubing was leaking at site location for 15 infusion sets which led to high bg (535 mg/dl). The infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.